Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer reported unspecified low scan and experienced seizure. The customer was seen by a healthcare professional who obtained glucose reading "over 25 mmol/l" and administered insulin infusion (dose/type unknown) for treatment of diabetic ketoacidosis. There was no report of death or permanent injury associated with this event.